Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported two adhesive issues that the patient experienced high blood glucose due to infusion set patch did not stick to skin upon insertion and was treated with correction bolus via pump on (B)(6) 2026.